Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 1038 mg/dl. Due to elevated bg, customer experienced heart attack symptoms (no actual occurrence of heart attack). A bolus was delivered and a temporary basal rate was set to address bg. After going to the emergency room and treated with insulin, customer was admitted to the hospital. Customer and physician alleged the pump was not delivering insulin. Ketone level was large and considered as being dangerous. Customer was put in a medically induced coma and after being brought out of the coma, was treated with an insulin drip/insulin injections. Elevated bg and ketones were resolved. Discharge date was (B)(6) 2018. Customer reverted to using manual injections for insulin therapy. Tandem technical support offered to perform a pump system check; however, the customer declined.